Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA 737316 was opened on 11jul2025 to address correction. Device performance and/or risk profile are not impacted. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified weight measurement in specification. Additional visual analysis identified flat creases and cloudy in gel (observed it after autoclave cycle). Based on the device analysis the final assessment is: no issues found related to manufacturing process. No were observed openings on the device or issues related with the complaint (rupture). The event of lump/nodule is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event reason for reoperation: rupture and lump/nodule.

Event description:
Healthcare professional reported left side rupture, slight deformity, discomfort, palpable nodule in the superior quadrant of the breast, calcifications, and "dense oval nodule with circumscribed borders associated with thick dystrophic calcifications, which makes a condition of posterior and superior prosthesis displacement."